Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once sample has been received and reviewed.

Event description:
Physician reports that during procedure with several units of the same biopince: advance selection failure, select an advance before firing 23mm and the needle fires at 33mm. The advance is changed only during the shot. Physician consider it a serious incident, since they can perforate any structure due to this failure, creating very serious injuries. Also from the same biopince box, when trying to shoot them inside the patient, the shot cannot be activated. And after, the fourth unit, also from the same biopince box, was only charged outside when showing the sound to the patient. But once loaded it was impossible to activate the shot. That last unit of the device without contact with patient, has been received from the hospital for study by argon cleaned within a double bag. Hospital has more units of the material blocked from this lot number. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 1 unit of the same reference.